Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be submitted in a follow-up report.

Event description:
It was reported to tyco healthcare/kendall on march 29, 2007, that a customer had a problem with a foley catheter. The customer states on 10th day of use, non-deflation of the balloon occurred. She cut the catheter and could take the catheter out safely.